Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 12-year-old female with heart failure was implanted with an impella cp device for mechanical circulatory support. While performing echo imaging on day 3 of the support, the pump was found to be in the aorta. The decision was made to remove the pump. The pump and removed and manual pressure was held. The patient is currently only medically managed, as the impella was not replaced.

Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. As per clinical, pump position was found to be in the aorta and later could not reposition with patient having diseased heart valve condition. The cause of the positioning issue was patient condition related based on clinical review.